Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that battery status indicators were different than expected based on information provided to boston scientific. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that premature battery depletion was suspected. A copy of device memory was saved and submitted for analysis. Engineering review of the data confirmed that the device appears to be operating and depleting normally, and will likely declare eol (end of life) at any time. The device has been implanted for approximately 85 months. Additionally, there were no resets or memory errors noted in the device memory, confirming that the device memory status is normal. A technical services consultant recommended device replacement. After eol is reached, telemetry is not guaranteed. No adverse patient effects were reported.